Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was intermittent phacoemulsification power in the quadrant mode and no phacoemulsification in the sculpt mode. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system generated intermittent phaco power in quad mode and could not generate phaco power in the sculpt mode during a procedure. The company service representative examined the system and the reported events could not be replicated. The customer handpieces were also checked and no problem was found. As a preventive measure, the company service representative replaced the ultrasonic (us) controller printed circuit board assembly (pcba). The system was then tested and met all product specifications. The returned us controller pcba was replaced as a preventive measure; therefore, the returned us controller pcba will not be inspected. The system was manufactured on january 16, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).